Manufacturer narrative:
This report is a duplicate of the manufacturing report number 1416980-2022-07002. All relevant information will be captured under 1416980-2022-07002. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set disconnected from an unspecified location; further described as ¿come loose and or fallen off¿. This was observed during use of the device for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.